Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was unpacked during an endoscopic biliary duct biopsy procedure. According to the complainant, prior to inserting this device into the scope/patient, the physician noticed that the brush of the device was sparse and a part of the brush had fallen out. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".